Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that the rubber slipping when the md tries to turn it. The complaint device was received and evaluated. Visual observation under magnifications reveal the sharp tip at the distal end appears to be flattened. Also, the device was found with scratches on the top. In other hand, the laser lines are in good conditions. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. As per IFU- 108410 the precautions for this type of device consist to inspect the condition of the device prior to use. This device can damage, worn or bent; therefore, when this occurs it need to replace. The instrument life is generally determined by the wear or damaged from handling or surgical use. The device was tested manually and the rubber didn't present any movement undesired, this complaint cannot be confirmed. The possible route cause for the reported failure can be attributed to normal field wear and for the damage in the tip when the device might have been dropped or device was tapped against a hard surface accidentally. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
UDI: (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the sales rep that post-operatively to a shoulder repair procedure on (B)(6) 2021, it was observed that the rubber on the 5.5/6.5 healix advance aw device was slipping when it was turned by the surgeon. There was no surgical delay nor patient consequences reported. No additional information was provided.